Event description:
It was reported that the patient is requesting a revision of a inflatable penile prosthesis(ipp) device due to incontinence. A revision surgery is planned for (B)(6) 2019.

Manufacturer narrative:
Additional information received states the aus device was explanted on (B)(6) 2019. A new aus device consisting of a 5.0cm cuff, a 70-80 cm h2o balloon and a pump, was implanted.

Event description:
It was reported that the patient is requesting a revision of a inflatable penile prosthesis(ipp) device due to incontinence. A revision surgery is planned for (B)(6) 2019.

Manufacturer narrative:
Additional information received that the patient will be having a revision of an artificial urinary sphincter (aus) device not for the inflatable penile prosthesis (ipp) device.

Event description:
It was reported that the patient is requesting a revision of a inflatable penile prosthesis (ipp) device due to incontinence. A revision surgery is planned for (B)(6) 2019.